Event description:
The manufacturer received information regarding a recert, dreamstation auto. The patient has alleged cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously received information regarding a recert, dreamstation auto. The patient has alleged cancer. Medical intervention was not specified. The manufacturer received new information and correct event description should be- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer while using the device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box d, e, g and h has been updated/corrected.

Manufacturer narrative:
In this report, reporter country is changed USA. In this report, box d, e and g has been updated or corrected.